Event description:
Revision surgery - due to the pt falling down.

Manufacturer narrative:
The reason for this revision surgery was due to trauma after 8.5 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed 1 non-conforming material report (ncmr) associated with this product. (B)(4) showed 1 part (part #: 508-32-103) were returned to the vendor due to the taper being out of specification. A review of the product complaint report history showed this is the 1st complaint for this lot. The root cause of the trauma was reported as a fall. There are no indications of a product or process issue affecting implant safety or effectiveness.